Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Doctor was putting in a screw in the screwdriver and the tip broke. Part of the tip shreaded off. Procedure was a bunionectomy. Which side of the (left or right) is unknown. This was a primary surgery. There was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
Device was not returned. If additional information becomes available it will be provided on a supplemental report. The reported incident that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an overtorque over the screwdriver tip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
Doctor was putting in a screw in the screwdriver and the tip broke. Part of the tip shreaded off. Procedure was a bunionectomy. Which side of the (left or right) is unknown. This was a primary surgery. There was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
The reported incident that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an overtorque over the screwdriver tip. The device shows a stress breakage on its tip and the breakage is consistent with overtorqueing of the screwdriver. This event, most likely, could be caused by repeatedly exposures to a high torque force. Due to the nature of the device, it is considered like a particular fragile instrument, therefore if is applied too much force on it is probable to cause this type of breakages. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Doctor was putting in a screw in the screwdriver and the tip broke. Part of the tip shredded off. Procedure was a bunionectomy. Which side of the (left or right) is unknown. This was a primary surgery. There was no surgical delay and the procedure was completed successfully.